Event description:
It was reported that the pta balloon starting leaking during the first inflation at 20 atm. A break in the balloon-catheter joint was found post procedure. There was no reported retraction difficulty through the sheath. There was no reported patient injury.

Manufacturer narrative:
A further clinical review was performed and identified this event to be MDR reportable pursuant to 21 cfr part 803. A complete manufacturing review could not be performed as the lot number is unknown. The investigation is inconclusive, as the sample was not returned for evaluation. Per the reported event details, the treatment site was in a fractured bypass graft. It is unknown whether the fractured bypass graft contributed to the catheter breaks at the butt joints. The definitive root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. The current IFU (instructions for use) states: warnings: if resistance is met during manipulation , determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or balloon separation. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product or procedural details to bard.